Event description:
In 2007, during the implantation of traxis, the nut on the inserter kept falling off. The surgeon inspected the instrument and found that the pin that keeps the nut in place was no longer present. An x-ray was obtained and no foreign body was found within the wound. There was no patient injury or surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Reporter of event is sales rep. Product investigation is pending.